Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they ran a self-test on the insulin pump and had received a radio frequency failed test alarm. The customer's blood glucose level during the incident was 52 mg/dl. The alarm did not occur during the rewind and prime sequence. The customer was assisted in performing a self-test. The test failed. Additionally, the customer reported that they had a low blood glucose level of 40 mg/dl. The customer declined troubleshooting for the low blood glucose. The customer stated they took glucose tabs. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed rf pic failed during self-test and was unable to communicate with the blood glucose meter due to a faulty electrical component on the rf board. The insulin pump had normal operating currents and passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.